Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implanted pacemaker and right ventricular (rv) lead presented to emergency room with intermittent inhibition of pacing. Review of electrogram (egm) revealed noise and inhibition of pacing with greater than two seconds of asystole. All measurements were within normal limits. Daily measurements showed no fluctuation. Isometrics were performed and noise and pacing inhibition were able to be reproduced. The patient was pacer-dependent. Fluoroscopy was performed as a lead fracture was suspected but a fracture was unable to be confirmed. Subsequently, this patient underwent surgical intervention where this rv lead was surgically abandoned and the pacemaker explanted. No additional adverse patient effects were reported.